Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the reported difficulties appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a mildly tortuous mid left circumflex artery that was 80% stenosed and did not have any calcification. An indeflator was used; however, it failed to inflate even after several attempts were made to inflate it. There were no other device issues. Therefore, another indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.